Event description:
Procedure: laparoscopic resection of rectal cancer. Reportedly, the stapler was used to transect the rectum. However, the stapler could not complete the firing and some of the staples were not formed properly. There was no bleeding or fluid leakage, however, the rocedure was extended by 30 minutes to fix the damage.